Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow blocked alarm during fill tubing. Insulin exited after manual plunger push but insulin pump alarmed insulin flow blocked when customer ran load reservoir or fill tubing. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.